Event description:
The user received analyzer alarms for several days and discovered questionable results for two patient samples. Of the data provided, only the results for one sample were discrepant. The original magnesium result was 4.4 mg/dl with a data flag and was called to the nurse as a critical high result. The nurse immediately questioned the validity of the magnesium result. The same sample was retested on the same analyzer and the result was 1.8 mg/dl which was deemed correct. Neither patient was adversely affected due to the erroneous results. The magnesium reagent lot number and expiration date were not provided. The field service representative determined there was a fluid system failure. He replaced the high concentration waste line, adjusted the reagent dispense, and reviewed the calibration and quality control data. No abnormalities were found in the calibration and quality control recovery. He verified the operation of fluid system and photometrics which were acceptable. He ran precision testing on multiple analytes with all results within acceptable specifications. He determined the instrument was performing to the specifications.